Event description:
On 2025-nov-03 additional information was received from the patient. They reported that they did not experience urinary retention prior to the device and catheterization was not their standard of care.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been struggling with bladder retention. Patient stated that the issue has been ongoing for about a month, and in order to urinate they have to change positions on the toilet. Patient stated that they called their hcp in regard to the issue and were redirected to call manufacturer. Agent reviewed stimulation guidelines with patient. Patient reported that they have tried multiple stimulation adjustments and program changes, and they know their stimulator is working because they can feel the stimulation. Patient stated that they were implanted for overactive bladder. Reviewed option to turn stimulation down or off. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.